Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The 75% stenosed lesion being treated was located in the mildly tortuous, mildly calcified distal right coronary artery (rca). The lesion was predilated with a 3.0x12mm non-bsc balloon. A 3.00x16mm taxus express2 was deployed. Two years post the stenting procedure, the pt presented with chest pain. Angiography identified restenosis in the edge of the previously implanted stent. Balloon inflations were made with an unk balloon. Pt's status reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.